Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not evaluated. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse consequences associated with the patient? No. Could you kindly perform the follow-up attempt for the product return? Product is in my possession. Will be shipping once I receive a return kit. Please provide the source or name of person providing answers to follow-up questions: or nurse educator (facility). Please note that ¿kept breaking when trying to tie knot¿ was described as loop unraveled and knot did not hold when initiating first bite. The slip knot came undone. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. "The suture continued to break when the surgeon was trying a tie a knot. Had to open another package." There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email additional information: h3, h6. Investigation summary the product was returned to ethicon for evaluation. One empty foil and one combination of a needle-suture piece outside its packaging were received for analysis. Product code sxpp1b411. During the visual inspection of the suture piece, no breakage suture was observed. Even though the extreme was noted to be cut probably caused by a surgical instrument. Also, body fluids were also observed along the strand. Furthermore, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b411 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.